Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer and customer's diabetes educated had difficulties loading multiple cartridges onto the pump. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting was declined by the contact.